Event description:
During use of the resectoscope, the white ceramic tip of the device fell off in the patient's bladder. Tip was retrieved intact and all instruments were assessed for any missing parts.